Event description:
Literature was reviewed regarding the outcomes of patients treated with evolut fx valves compared to those treated with evolut pro+ valves. A total of 200 patients who underwent transcatheter aortic valve replacement (tavr) with either the medtronic evolut pro+ system (n = 100) or evolut fx system (n = 100) were included in the study population. The authors observed one in-hospital death and a total of four deaths within 30 days of tavr. No evidence was presented to suggest that a medtronic product or its function contributed to any of the deaths. Other adverse events that occurred were described as follows: valve-in-valve implant, moderate or severe aortic regurgitation, mild or greater paravalvular leak, ventricular tachycardia/fibrillation, complete atrioventricular block, permanent pacemaker implantation, hypotension, stroke (cerebral vascular accident/transient ischemic attack), heart failure (new york heart association class iii or IV), and unspecified access site complications (no treatments or interventions were mentioned). No additional adverse events were noted.

Manufacturer narrative:
Citation: merdler I, case b, bhogal s, et al. Early experience with the evolut fx self-expanding valve vs. Evolut pro+ for patients with aortic stenosis undergoing tavr [published online ahead of print, 2023 jun 5]. Cardiovasc revasc med. 2023;s1553-8389(23)00627-9. Doi:10.1016/j.carrev.2023.06.003. Earliest date of publication used for date of event. Medtronic products referenced: evolut pro+ (product code npt, PMA# p130021), evolut fx (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic devices did not cause or contribute to the four deaths that occurred during the study.